Event description:
It was reported that the patient was experiencing syncope paroxysm. The patient was seen multiple times and a pacemaker check was performed each time and no abnormalities were ever observed. The patient insists that the symptoms experienced after pacemaker implant were caused by malfunction of the device. The device was replaced for "normal battery depletion". No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.